Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has had skin irritation several times but now she was experiencing skin infection for the first time. The customer stated that the sensor still had 4 days of use left but the site felt uncomfortable. She removed the sensor and found that the site to be very irritated, swollen, hot and there was some pus. Blood glucose value was 151 mg/dl. The customer stated she does clean the site and was her hands prior insertion. The customer would be contacting the doctor for advise.